Event description:
It was reported that the patient presented during procedure. The implantable cardioverter defibrillator was not installed due to an unknown malfunction. The patient was discharged from hospital.

Manufacturer narrative:
Correction: please retract this report [2017865-2022-17402], this implantable cardioverter defibrillator served as an backup device during a revision procedure. It was not installed and there was no allegation of malfunction.